Manufacturer narrative:
Customer contact phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that liquid was found on the bottom of the backpack, although the puncture needle was set correctly into the infusion port. No patient injury or complications were reported in relation to this event.